Event description:
The customer stated that she was hospitalized twice for low blood glucose levels. Prior to the first hospitalization, the customer stated that she fell and broke her ankle due to low blood glucose levels. The customer stated that the second time, she was found unconscious on the floor. The customer stated that she was not connected during the rewind or prime. Troubleshooting was performed and the customer was unsure whether or not the insulin pump was programmed correctly. The customer did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.